Event description:
Boston scientific received information that the patient with this device was seen in the emergency room (ER) for a non-device related issue. During the patient's stay in the ER, the patient was hooked up to a cardiac monitor. The caused an interaction between the device's minute ventilation (mv) feature and the hospital equipment which caused high rate pacing. The patient was paced at a high rate for approximately four hours. The hospital staff interpreted the patient's rhythm to be atrial fibrillation and administered medication in an attempt to slow the patient's rate down. After discovering the medication did not work, the hospital staff concluded that it was due to the interaction between the mv sensor and hospital equipment. The mv sensor was programmed off with resolution of the high rate pacing. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.